Event description:
It was reported that the insulin pump alarmed for no delivery and that the screen was blurry and difficult to read. The blood glucose reading was 333 mg/dl. Customer was treated with the insulin pump. The insulin pump was also damaged on the battery cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected no delivery alarm was noted. No delivery anomaly noted. The back light functioned properly. The device had a cracked display window corner, minor scratched display window and cracked reservoir tube lip.